Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the device was deployed though no mark was observed. It should be noted that the electronic perclose proglide instructions for use (IFU) states: ¿do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen. If marking does not stop or significantly change, ¿reposition the device to stop blood marking or reinsert the wire, remove the device to hold manual compression or insert a new sheath. The IFU violation did not contribute to the reported difficulties with the device. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible the device was not deep enough in the vessel to mark. It could be that the patient anatomy was large, the sheath was bent causing the vessel to get pushed in, or the angle of insertion was too steep. Additionally, during the pre-flush undissolved contrast may have been inadvertently injected causing an occlusion. The blood leak in the handle could be from blood flowing up from the needle ports, although if this was the case, there should have been a mark, unless the marker port became plugged with tissue or undissolved contrast. It is possible the marker lumen became damaged during flush causing a separation of the bond inducing the leak. However, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a peripheral angioplasty interventional procedure using a 6f sheath. The marker lumen was flushed successfully prior to use. Reportedly, there was no blood flow from the marker lumen when the device was positioned in the artery. After multiple attempts to obtain marker lumen patency, it was noticed that the blood flow was coming from the quick cut and not the marker lumen. A decision was made to complete the deployment steps. When the device was withdrawn and the physician was going to harvest the sutures, it was noticed that the suture hadn't engaged well and the knot outside the vessel even though there had been tactile resistance of the vessel wall when the foot was opened. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.